Event description:
It was reported that during preparation for a coronary artery drug-eluting stenting procedure, the stent was damaged. When the taxus liberte drug-eluting stent was taken out of the package for preparation, the physican noticed that proximal edge of stent was "not neatly crimped" on the balloon and struts were "sticking out a bit." It was also noted that at the distal edge of the stent the balloon was protruding beyond the stent struts. The procedure was completed with another of the same device. There were no patient complications and the patient was reported to be "stable."

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the proximal edge of the stent was damaged. The struts on rows 1 to 4 from the proximal edge of the stent were raised distally. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing documentation for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause of this event is handling damage.